Event description:
As reported via a literature article (bogason, einer, t, et al. ¿endovascular embolization by parent artery reconstruction of a symptomatic fusiform posterior cerebral artery aneurysm using onyx hd-500: a neurointerventional report¿, journal of neuroimaging, (2013): pp 1-5) a patient experienced thrombosis approximately 7 weeks after placement of a 4.5 x 28mm and a 4.5 x 22mm enterprise stent (both lot numbers unknown) through the prowler plus (details unknown) microcatheter. The prowler plus exchanged over an x-pedion-10 microwire (details unknown). At the time of the procedure, the patient presented with left sided headaches and mild word finding difficulties. A CT angiogram confirmed a large fusiform aneurysm of the left posterior cerebral artery aneurysm. IV heparin was administered to prolong the patient¿s activated clotting time to greater than 250 seconds, and a loading dose of 600mg clopidogrel was administered. The 4.5 x 28mm enterprise stent was delivered across the aneurysm, reconstructing the vascular lumen. The prowler plus catheter was exchanged over an accelerator-10 wire (details unknown) for an ev3 hyperglide (4 x 30 mm) balloon (details unknown) navigated through the stent spanning the aneurysm from inflow to outflow. Onxy hd-500 (details unknown) was introduced through two echelon-10 microcatheters (details unknown) in both the superior and inferior hemispheres of the aneurysm simultaneously with the balloon inflated across the channel through the aneurysm for 5 to 6 minute cycles several times to allow filling of the aneurysm.

Manufacturer narrative:
One echelon-10 microcatheter was placed through a 6f neuron-070 guide catheter and the other was placed through a 5f terumo soft tip guider. Towards the end of the aneurysm filling, intermittent decreases in the right upper extremity ssep were noted; these would improve with balloon deflation. The liquid embolic was halted. Because of concern over possible ¿dog ear¿ at the proximal neck of the aneurysm, a second enterprise stent (4.5 x 22mm) was placed across the inflow portion of the aneurysm to provide some possible flow diversion and act as scaffold for eventual endothelialization. Final angiographic images showed normal filling of the distal posterior cerebral artery distribution. One of the article authors did not think the thrombosis was related to the failure of the device however did not provide a basis for his assessment. Concomitant medical devices: enterprise 4.5 x 22mm stent (details unknown); prowler plus microcatheter(details unknown); two echelon-10 microcatheters(details unknown); ev3 accelerator-10 wire (details unknown); ev3 hyperglide (4 x 30 mm) balloon (details unknown); ev3 x-pedion-10 microwire (details unknown); penumbra 6f neuron-070 guide catheter; terumo 5f soft tip guider; onxy hd-500 (details unknown). This is complaint 1 of 2 related to (B)(4).

Manufacturer narrative:
The lot numbers of the enterprise stents are not known; therefore a device history record review cannot be completed. Stent thrombosis, occlusion and neurological deficits are known potential adverse event associated with the use of the cordis enterprise vascular reconstruction device and delivery system as outlined in the instructions for use. Patient factors, early discontinuation of antiplatelet therapy by the patient possibly combined with dehydration appear to have contributed to the event. With review of the information and as reported there is no indication of any device performance issues. Therefore, no corrective actions will be taken at this time.